Event description:
Customer reportedly received result in the 300's (mg/dl) on the compact plus system and 125 mg/dl on professional's device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.